Manufacturer narrative:
Analysis found no fault or malfunction with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the drill and the attachment were getting hot and not cooling during the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that the handpiece overheated after two to three minutes of use in an otology procedure. The hcp noted that the handpiece was being used per the product manual. The handpiece overheated and translated to the bur guard attachment. Surgical staff removed the bur and attachment to reseat but heating persisted during use. There was a notable difficulty in locking and unlocking the bur guard. The case was completed using the same device.